Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor piston did not move of insulin pump, insulin not came out. The customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that insulin pump had insulin flow blocked alarm, battery failures. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No failed battery anomalies noted. Device successfully connected with blood glucose meter. (B)(4).